Manufacturer narrative:
Investigation: two photos were provided to our quality engineer for investigation. Through visual inspection, a particle was observed inside the syringe barrel on the stopper. A device history review was performed for reported lot 1711211, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Ten retained samples of this same lot were inspected, no foreign matter was identified inside the syringe. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on the photo and available information, we are not able to determine a root cause at this time.

Event description:
It was reported that before use of the syringe 20ml ll 120/pkgl there is foreign matter in and outside the syringe. Foreign complaint the following information was provided by the initial reporter, translated from german to english: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosage. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 20ml ll 120/pkgl there is foreign matter in and outside the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes.